Event description:
The advocate stated blood glucose readings from (B)(6) 2016 were not stored in the memory of the contour next link. No adverse event alleged. The advocate was advised to return the meter for investigation. A replacement meter was sent to the customer.